Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Source: (B)(6). Multiple reports were submitted along with this report 0001822565-2021-01831, 0001822565-2021-01832, 0001822565-2021-01834, 0001825034-2021-01985, 0001822565-2021-01835, 0001822565-2021-01836, 0001822565-2021-01837, 0001822565-2021-01838, 0001822565-2021-01839, 0001822565-2021-01840, 0001822565-2021-01841, 0001822565-2021-01842, 0001822565-2021-01843, 0001822565-2021-01844, 0001822565-2021-01845, 0001822565-2021-01846, 0001822565-2021-01847, 0001822565-2021-01849, 0001822565-2021-01920. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package was damaged. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.